Event description:
During the index procedure one symplicity spyral catheter, one launcher guide catheter and two thunder guide wires were used. On the same day post procedure patient suffered from perforation in the renal artery. There is no reported malfunction for the launcher guide catheter and thunder guide wires used during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.